Event description:
During placement of aris tot, the mesh that was being implanted broke while the surgical resident attempted to tighten it. The mesh was then removed and the procedure repeated using another mesh. The defective product was an aris coloplast tot mesh with catalog # 93-4001.